Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hypoglycemic event with a blood glucose of 50 mg/dl while at work, initially self-treated with orange juice, then experienced a fall, and ems administered an intravenous treatment; no device-related problem or component malfunction was identified due to insufficient information. Symptoms included hypoglycemia and loss of consciousness. Outcomes included an unexpected medical intervention requiring medication, after which ems documented a blood glucose of 110 mg/dl, and there was no hospitalization. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, and no device problem or component issue could be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.